Event description:
Spacelabs received a report that when printing three parameters the scale physically changes so that the central venous pressure (cvp) measurement is different than when two parameters are printed. The printed scale is different than the scale that is set at the monitor.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is in the process of evaluating this reported event. We will file a follow up report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
The cvp waveform and the numeric data are displayed on a spacelabs patient monitor when cvp is a monitored parameter. The user can select a vertical scale to display over the cvp waveform. The cvp waveform with scale and numeric data may also be printed using the ics print manager product. Other monitored parameters with their respective waveforms may be selected to display on the same printout with cvp. The customer provided retrospective patient data demonstrating the issue. A root cause analysis was launched by a spacelabs product support specialist simulating the issue and the problem was confirmed. The auto scaling performed in print manager plotted values incorrectly on the y axis of the graph when the number of parameters selected for display changed from two to three. This gave an incorrect graphic read. However, the numeric values printed atop the graphs remained correct. The data printed via ics print manager is an optional product feature, and provides data that is retrospective in nature. The patient¿s bedside monitor displays active, current and correctly scaled information regarding the patient at all times, regardless of the retrospective data printout scaling issue. This report is considered final and the issue closed for purposes of this MDR. Spacelabs will evaluate changes to the ics print manager to address this optional product feature issue.

Event description:
Spacelabs received a report that when using ics print manager model #92881 and printing three parameters, the scale physically changes so that the central venous pressure (cvp) graph measurement reads to a different scale value than when two parameters are printed. The printed scale is different than the scale that is set at the patient monitor. This occurred on (B)(6) 2013. No one was injured as a result of this event.